Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A doctor reported that lasik flap was difficult to lift and that the flap was thin. The patient moved eye very slightly halfway through the laser raster pattern. No patient harm was reported.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment date. The root cause could not be identified conclusively. The root cause could not be determined conclusively. Customer stated patient moved eyed during surgery which could be a contributing factor for the reported event. The manufacturer internal reference number is: (B)(4).